Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. Performance data was collected from the device and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. The rv pacing impedance was steady at approximately 355 ohms through (B)(6) 2016 and rose to 608 ohms by (B)(6) 2016. Analysis of the device memory also indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). There were 4,200 ventricular sics since the last session four days ago. Analysis of the device memory further indicated oversensing associated with the right ventricular lead. There were 5 non-sustained episodes with v-v intervals less than 220 milliseconds from (B)(6) 2016.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture, insulation damage, oversensing, and short v-v intervals. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.